Event description:
It was further reported that the cause of death was acute combined drug toxicity (suicide).

Manufacturer narrative:
(B)(4).

Event description:
(B)(4). It was reported that following a coronary artery stenting treatment procedure the patient expired. The target lesion was located in the distal right coronary artery with 90% stenosis and was 8 mm long with a reference vessel diameter of 3.5 mm. The physician treated the lesion with pre-dilatation and successfully implanting a 3.5 x 12 mm taxus liberte stent. Following post dilatation residual stenosis was 0%. The patient was discharged the next day on aspirin and prasugrel at 438 days post index procedure the patient expired. The cause of death is unknown. No additional information is available.

Manufacturer narrative:
Patient identifier: (B)(6). Device is a combination product. Device evaluated by manufacturer: the complaint device was not received at the complaint investigation site (cis) for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).